Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This is report one of six reports (3007042319-2016-01672, and 01673) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient recognized that the controller changed from one power port to the other one before the batteries are down to 25%. The batteries were exchanged with no effect on the patient. No further information has been provided.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed potential events of premature power switching involving battery bat202168. Battery bat202324 did not participate in any premature power switching events. Analysis of the device revealed that the battery met specifications; the device passed visual examination and functional testing. The customer complaint could not be duplicated during laboratory testing. The controller, con187803, that provided the log files for this analysis was not an smr updated controller. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. This is report one of two reports (3007042319-2016-01672, and 01673) submitted for devices related to the same event. Other relevant history, including preexisting medical conditions (implant date).